Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for a 43-year-old male patient. On (B)(6) 2022, (B)(6). Generated an initial result of 1.871 ng/ml, repeated <0.010 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return testing was not performed as returns were not available. Device history record review was performed on lot 78489un22, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the product for the issue. Further investigation included a reviewed of historical performance of the lot 78489un22 which was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient median for 78489un22 are within the established limits. However, the cal f rlu mean for the lot 78489un22 was not within the established limits. Accuracy testing was also performed to evaluate the performance of reagent lot 78489un22. An internal troponin-I panel was tested with a retained kit of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent was identified.